Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Device was returned with leads attached and in a no telemetry state. Utilized remote monitor files and calculated longevity. Longevity calculation equals (B)(6). Leads were attached when device was received and this more than likely caused device to go to no output. At the time of the last remote monitor transmission, the battery voltage was 3.061 volts. No explant date is available, so analysis is inconclusive as to what caused the device to go no output or telemetry state. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: 419488, lead; implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the device was returned to the manufacturer after being explanted with no stated reason for replacement or indication of a product performance issue. The device was analyzed and testing was inconclusive. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.